Event description:
According to the reporter: the patient developed postoperative dysphagia which required a dilation procedure which was successful.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during an esophagogastrectomy for a feeding tube placement, the stich came of the device 3 times. To correct the condition another device and suture of the same kind were used successfully.